Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens felt harder during loading and implantation. Post implant the surgeon noticed a portion of the lens optic became white. The patient's prognosis was reported as "doing well"; however, the optic remains white. No additional information has been provided.